Event description:
Caller reported a malfunction on the pump, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The issue displayed a malfunction code, which was resettable, and customer technical support assisted the caller with resetting the pump. After the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the problem reappears, which the caller acknowledged and understood.